Event description:
It was reported that, "pt fell. Stated knee felt loose. Insert exchanged."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.